Manufacturer narrative:
A replacement purely yours breast pump was shipped to the customer on (B)(4) 2015. Ac adapters from ameda were temporarily out of stock; customer was directed to purchase an ameda ac adapter from another source with reimbursement provided by ameda. Three telephone calls and 3 email messages were sent to customer for return of products. To date, the customer has not returned the products.

Event description:
Customer contacted ameda on (B)(6) 2015 to report black smoke emitted from the area between the ac adapter port and ac adapter while using her purely yours breast pump with it plugged into an outlet at her home. Customer denied injury and did not seek medical attention.